Event description:
The customer reported high bgs and took the pump off three days before the call. It was stated that a return was made to manuals injections but the bgs remained low. The customer fainted and was taken to the emergency room. Additionally, it was informed that the site is red and was bleeding. Troubleshooting was performed. The high-pressure test was not performed due to the lack of the proper tool.